Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
A manufacturer representative reported that impedance check revealed high impedance on contacts 10, 12, 14, and 15 >10,000. The representative reported that the patient did have a neuro cervical stimulator implant and was unsure if it was related to the high impedances. A reprogramming session was completed to maximize coverage areas and avoid use of high impedance electrodes. The indication for implant was non-malignant pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.